Event description:
Healthcare professional reported that approx one week after injection in the cheeks with "juvederm voluma," the pt experienced edema, erythema, and warmth at the injection sites. Pt was treated with keflex. Symptoms have resolved.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The events of edema, erythema, and warmth are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.